Manufacturer narrative:
No product has been returned for evaluation. Evaluation was performed by london implant retrieval center (lirc).

Event description:
Information was received that a revision procedure was performed on (B)(6) 2017 for an unknown. As per the reporter during service it was identified that there was clinical cold welding and debris in the housing tube.